Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The target lesion was located in the left anterior descending (lad) artery. At some point during the procedure, the taxus liberte' 2.50x24mm stent became caught in the ostial portion of the guide catheter. The stent became deformed and could not be re-used. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
(B)(4)

Event description:
It was further reported that when the stent became stuck in the ostium of the guide catheter upon removing from the patient, the stent dislodged in the patient. The stent delivery system was withdrawn from the patient and a snare was used to successfully retrieve the stent from the patient.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified that the stent was returned without the stent delivery system. The stent was noted as being damaged with the stent struts stretched throughout and a kink 18mm from one end. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was further reported that when the stent became stuck in the ostium of the guide catheter upon removing from the patient, the stent dislodged in the patient. The stent delivery system was withdrawn from the patient and a snare was used to successfully retrieve the stent from the patient.

Manufacturer narrative:
(B)(4).